Event description:
Consumer called with concerns on his meter readings. Tested in the morning (280) took two 2.5 units of insulin. Next thing he knew, the paramedics were standing over him and he was getting treated for low blood sugar.